Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one flexor balkin guiding sheath (kcfw-8.0-38-40-rb-blkn) was returned to cook for investigation. The hub was returned separated from the tubing. The flare was noted to be out of shape. Biomatter was noted on the distal end of the device. When checked, the flare did not pass through the small gauge freely but did successfully pass through the large gauge freely, confirming the flare was made to the correct size. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Through these reviews, cook can confirm that appropriate controls are in place to prevent this failure mode. It should also be noted that an IFU is provided with this device. However, in this instance, no specific information related to this failure mode is provided to the user via the IFU. Based on the information provided and the examination of the returned product, investigation has concluded that a direct cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. Corrected information: g5 this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Occupation: non-healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the top of the flexor balkin guiding sheath with the side arm flush disconnected in the physician's hand while it was in the patient's anatomy. There was no adverse patient effect. No other information has been provided. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.